Manufacturer narrative:
Additional information: approximately 1.5 hours into the procedure, lung tissue became stuck in the wrist of the instrument. No bleeding occurred and upon releasing the tissue, a frayed silver cable was identified on the tip-up fenestrated grasper instrument, which was then removed. The frayed cable is believed to have resulted from interference between instruments. A backup instrument was not required as the procedure was nearing completion, and the surgeon proceeded to perform a leak test. During the leak test, the surgeon inflated the lungs with saline and noticed two ¿scratch¿ injuries in the lung parenchyma, each measuring approximately 1-2mm in length. The surgeon believes that one injury was caused by the tissue entrapment and the other possibly by the frayed cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tip-up fenestrated grasper instrument was received, and failure analysis confirmed the reported complaint. The instrument was found to have a frayed grip cable at the grip hub. The cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure the wire of the tip-up fenestrated grasper instrument broke causing a small wound in the lung, causing a leak. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the issue occurred during the lobectomy surgery performed on (B)(6) 2024. About one and a half hours after starting, lung tissue was caught in the gap between the wrists of the forceps. At that time, it seemed that the frayed wire was not the cause. After that, when performing a leak check, it was discovered that there were two scratches on the lung tissue, and the physician believed this was in part due to the frayed wire. The instrument was inspected prior to use with no abnormalities noted. The broken wire was silver. It is possible that the wire was frayed due to interference between the forceps. No fragments fell. The lung parenchyma wound approximately 1-2 mm in size and the air leaks were discovered during a leak test. There was a delay of 5-10 minutes with additional sutures needed for repair. The instrument was removed, and a backup was used. The procedure was completed robotically. No imaging was required. The patient did not experience any symptoms and did not require admission or a prolonged hospitalization. The patient recovered and was discharged from the hospital. No images/videos were available for review.